Event description:
Initial: "I started on level 2 on 11/17 and miscalculated and started yesterday on level 4. Since then my anxiety has been much worse. Help!!!" Event details: I went from 2 to the 4, and it was a little intense and I reached out to support. I think they said go to 2 or 3, I might've went back to 2. I did eventually went to 3 and did that for a few days, and then once I went to 4, it wasn't intense anymore. So its funny, around that time (going to level 4), I was trying a different medicine at the same time, and I thought the medicine had been the option that worked but it wasn't. It was the headset and at that time I already returned it. Cuz I went like, 3-4 days without it. And one day I just felt great, really normal. So I thought it was the medicine. Then I had to go to a dinner, and I felt the anxiety coming back. So I thought it was the headset. So short story, I got the device again, a few weeks ago - february 24th I started using it again. I did two weeks on level 2, I used it twice a day, 20 minutes a day, just as directed. Then on the 10th, I started level 3 this time. So on the 18th, I started on level 4. Nothing yet. But I eventually got heart palpitations and I didn't get doctor support, so I returned. Initial: "I started on level 2 on (B)(6) and miscalculated and started yesterday on level 4. Since then my anxiety has been much worse. Help!!!" Event details: I went from 2 to the 4, and it was a little intense and I reached out to support. I think they said go to 2 or 3, I might've went back to 2. I did eventually went to 3 and did that for a few days, and then once I went to 4, it wasn't intense anymore. So its funny, around that time (going to level 4), I was trying a different medicine at the same time, and I thought the medicine had been the option that worked but it wasn't. It was the headset and at that time I already returned it. Cuz I went like, 3-4 days without it. And one day I just felt great, really normal. So I thought it was the medicine. Then I had to go to a dinner, and I felt the anxiety coming back. So I thought it was the headset. So short story, I got the device again, a few weeks ago - february 24th I started using it again. I did two weeks on level 2, I used it twice a day, 20 minutes a day, just as directed. Then on the 10th of march, I started level 3 this time. So on the 18th, I started on level 4. Nothing yet. But I eventually got heart palpitations and I didn't get doctor support, so I returned.